Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205622 ¿ trabecular metal shell ¿ 61729020, 00631005632 ¿ xlpe liner ¿ 61655223, 00801803202 ¿ cocr head ¿ 61738898, 00771101210 ¿ m/l taper stem ¿ 61719232. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00145, 0001822565 - 2019 - 04868, 0001822565 - 2019 - 04867.

Event description:
It was reported that patient has been indicated for a left hip revision due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.